Event description:
Healthcare professional reported "intracapsular rupture". This record is for the right side. Device was explanted and replaced. It is unknown if device will be returned.

Manufacturer narrative:
Continued e1 (physician phone #): (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.